Manufacturer narrative:
Two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed on both devices and leaks were observed at the joint of the double lead top cap of the chamber and the re-grind tubing. The reported condition was verified. The cause was deemed to be operator error during assembly; the bonding instructions were not followed as defined in the bill of material stating to twist both ends when applying the solvent at this junction. Refresher training sessions have been conducted to ensure awareness. The third device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from three (3) tur irrigation sets. The incident occurred before use. There was no patient involvement. No additional information is available.